Event description:
The customer reported that a "speaker malfunction" inop was displayed on the intellivue multi measurement server x2 and no sound was coming from the device. The device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips field service engineer (fse) went onsite and confirmed there was no sound coming from the unit and there was a speaker inoperative message present. The fse provided the customer a quote for a replacement speaker.

Manufacturer narrative:
(B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that a "speaker malfunction" inop was displayed on the intellivue multi measurement server x2 and no sound was coming from the device. It is unknown if the device was in use at the time of the reported issue. No death or patient injury or harm was reported.